Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead exhibited high pacing thresholds, loss of rv capture, and high pacing impedances of 1800 ohms after pocket closure. The patient was placed back on the table, the pocket was reopened and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.